Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption, peri-implantitis, infection, pain, swelling, abscess, inflammation (2025_0082 and 0083 are same patient).